Event description:
A minimally invasive surgery on the lumbar and sacral spine for a posterior lumbar fusion of vertebrae l2 to s1, with intended placement of 10 spine screws bilateral for fixation, was performed with the aid of the brainlab spine & trauma navigation 2.0. From an intra-operative verification CT scan, the surgeon determined that one of the spine screws placed with navigation, in the right side of vertebra l2, deviated from its intended position shifted by ca. 8mm to the right (lateral). The right l2 spine screw was re-placed successfully to its correct position without navigation (freehand) at the very same surgery. Except for that the outcome of the surgery was successful as intended with the placement correct at the end of the surgery as per the surgeon (treating clinician), no further details on the effects on the patient and surgery treatment could be received from the hospital/surgeon. There was no report of a harm or negative effect, nor any negative consequences to the patient, nor any further remedial actions necessary, due to the deviating initial spine screw placement.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician), the outcome of the surgery was successful as intended with the placement correct at the end of the surgery. No further details on the effects on the patient and surgery treatment could be received from the hospital/surgeon. There was no report of a harm or negative effect - nor any negative consequences - to the patient, nor any further remedial actions necessary, due to the deviating initial spine screw placement. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviating spine screw placed with the aid of navigation in vertebra right l2, shifted by ca. 8mm to the right (lateral), is: - movement of the navigation reference array during the procedure - after the pre-placement scan was registered to navigation and before the affected, i.e. The last, spine screw placement in right l2 was performed - due to an insufficiently rigid fixation and/or inadvertent forces applied to the array/fixation during the surgery by the user. Imaging data provided by the hospital for this surgery show a shift of the schanz pins (array fixation) in between the pre-placement scan and the verification scan after placements. This supports that the reference array fixation became loose during the surgery, affecting the last screw placement with navigation. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation, was not recognized by the user for the affected last placement with the necessary thorough navigation accuracy verification throughout the surgery, especially after forces have been applied to the bone, i.e. Before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.